Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) about a discordant falsely elevated cardiac troponin I (tni) result obtained on the dimension exl with lm system. Siemens headquarters support center (hsc) evaluated the instrument data and completed the investigation of the event. No instrument errors were reported. Quality control and calibration were within specification on the day of the incident and no other patients were reported to have any issues. No product non-conformance was identified with the instrument or reagent. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni) result was obtained on a patient sample on the dimension exl with lm system. The discordant result was not reported to the physician(s). The same sample was reprocessed on the same day and a lower result was obtained and reported. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni result.